Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting undersensing. The lead sensitivity was increased to resolve the undersensing. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.